Manufacturer narrative:
Manufacturer's report date: 03/16/2011.(B)(4). The customer was informed that "block_step_data - stepnum = 0; rate = 999; vtbi = 450" did not indicate a secondary infusion rate of 999 ml/hr. The root cause of the customer's experience was not identified because the customer declined an investigation or event log review.

Event description:
Biomed reported a secondary of 3% saline, 500 ml infused faster than expected. (Intended rates of the primary and secondary infusion were not provided.) The biomed stated the event logs indicated the following: block_step_data - stepnum = 0; rate = 999; vtbi = 450. Block_step_data - stepnum = 1; rate = 40; vtbi = 116. Block_step_data - stepnum = 2; rate = 15; vtbi = 0. He wanted to confirm "block_step_data - stepnum = 0; rate = 999; vtbi = 450" indicated a second infusion rate of 999. The biomed did report that the patient had additional blood work done and that there was no patient harm. Customer declined to provide additional patient/event information.